Manufacturer narrative:
After the exchange of the ipp esm, the device is working properly. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description from the partner: they informed us that the display turned white with colored lines. The device was restarted and although they were advised not to use the ventilator the kept it connected on the patient. The first incident was on friday 5/1. After the restart the whole weekend the device was working properly and on monday 8/1 it happened again. The screen turned at the beginning blue with colored lines and then white with colored lines. They restarted again and it was working properly. I visited the hospital at wednesday 10/1 and it was still connected to the patient. I took the ventilator and I exchanged the ip esm. During the incidents the ventilation was remaining active.

Manufacturer narrative:
After the exchange of the ipp esm, the device is working properly.

Event description:
Hamilton medical ag received the following incident description from the partner: they informed us that the display turned white with colored lines. The device was restarted and although they were advised not to use the ventilator the kept it connected on the patient. The first incident was on friday (B)(6). After the restart the whole weekend the device was working properly and on monday (B)(6) it happened again. The screen turned at the beginning blue with colored lines and then white with colored lines. They restarted again and it was working properly. I visited the hospital at wednesday on (B)(6) and it was still connected to the patient. I took the ventilator and I exchanged the ip esm. During the incidents the ventilation was remaining active.